Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose over 600 mg/dl; treated with manual injection. Customer stated that his endocrinologist had him off insulin pump therapy for the last 6 weeks. Customer stated that his doctor instructed him to reconnect the insulin pump and customer needed help with programming the device. Customer was assisted with programming basal rates, bolus wizard and the meter ID. Nothing further reported.